Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) b3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found that there was a recharger antenna failure, as a "no device found" message was displayed. There was animal or other physical damage on the recharger and it was scrapped due to being chewed by an animal. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their recharger antenna was starting to get really hot when charging their implantable neurostimulator (ins). The patient mentioned that the issue started about a month prior to the date of this report and was getting worse with time. The patient stated that some areas on the recharger were really hot and it burned. The patient clarified their statement and said that some spots on the recharger paddle were hotter than others. It was verified that the patient did not sustain any injury and did not see any burn marks on their skin after using the recharger. It was noted that the patient used a rag over their ins to charge the rest of it. The patient was redirected to the repair department and a replacement recharger was requested. No further complications were reported. Indication for use is spinal pain.